Manufacturer narrative:
Concomitant medical products 5568-53 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection and a hematoma was observed. Pocket cultures were taken and the patient was treated with antibiotics. A new system was implanted on the opposite side of the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.